Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
Event 1: as reported by user facility: when the valve was being disconnected from a syringe the valve did not close, which caused blood to leak onto the patient.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample, without packaging, was returned for evaluation. Upon visual inspection, no defects or damage was noted. The sample was tested for leakage, per specification, with passing results. The defect of leakage was not able to be replicated or confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. While we were unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.